Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted. In 2007, the devices were explanted. Two days later, the pt died. Further investigation is pending.

Manufacturer narrative:
Please note: attached list of additional devices implanted and involved in this event: pt261214/lot# 03727638.